Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had intermittent downstream occlusion alarm while preventive testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10: the device was received for evaluation. Downstream occlusion detection testing was performed, and the device was found to alarm below the low end of the intended range. A review of the event history log revealed multiple downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor will require calibration to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.